Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that the patient was initially implanted with a cervical locking compression plate variable angle (lcp-va) plate and screws for c6-c7 fusion. The patient was returned to the o.r. On (B)(6) 2013 for removal due to adjacent level disease. The patient was fused at c6-c7 and was implanted with an anterior cervical discectomy and fusion (acdf) plate to fuse c5-c6. During screw removal the tines on two screwdrivers broke with a 3rd driver being damaged. This is 1 of 5 reports for complaint (B)(4).